Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported "ail failure". No patient involvement.

Manufacturer narrative:
Additional in h3, h6. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail. As found 9.33 sw as left ver 9.33. Replaced pressure sensor. A review of the device history record showed the device had a manufacture date of 11/18/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported "ail failure". No patient involvement.